Event description:
It was reported, the bronchovideoscope image failed. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that the damaged ccd (charged coupled device) unit image disappeared during angulation in the u/d (up, down) directions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope had an imaging disorder with use. Towards the end, of the examination, there was a sudden image failure that the customer could not localize. At first, it was only one or two seconds. After perhaps one or three minutes, these image dropouts (the monitor was black) occurred again, whereby the period of dropouts became shorter and shorter and the dropout period, i.e., a black screen, became longer until there was no image to be seen at all. The issue occurred during a therapeutic clarification of the hemoptysis procedure. The procedure was completed using a similar device. There was a reported delay of about two (2) minutes. The patient was in analgo-standby sedation at the time. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The customer's allegation was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that while the user was handling the device, physical stress was applied to insertion section which led to damage of charged coupled device unit. Subsequently, the suggested event occurred. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "¿important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.